Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement positioning sensor unit (psu) shipped to site 04/17/2017. Medtronic investigation of returned suspect device finds that, as reported, the psu powered up with the amber fault light blinking. A check of the event log revealed a bump detector battery fault. Otherwise, the psu passed an accuracy test (aak) at .23 mm with a passing threshold of .35 mm. System fault code. Bump detector battery low. Electrical failure. On 04/18/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: optical communication. Camera replaced. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that a site's navigation system's camera bump light is on. The navigation system was unable to track instruments and the ndi system utility logs show a fault.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.